Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The perimeter of the annulus was measured at 73.3mm. The effective orifice area was measured at 410mm^2. The diameter of the annulus was measured at 23.2mm. During the procedure a percutaneous balloon aortic valvuloplasty (pbav) was conducted using a 20mm non-abbott device. An additional 2ml of heparin were administered. It was noted that the valve was hard and calcified. During the first deployment the valve was noted to be poorly dilated. It was observed that the entire valve was flat and a non-even expansion. The delivery system was removed from the patient and a second pbav was conducted using a 22ml non-abbott device. An additional 1ml of heparin was administered. The delivery system was inspected for any abnormalities or damage. None were detected so the delivery system was prepared. During device preparation, it was observed that the loading tube was unable to advance through the valve capsule of the delivery system. The delivery system was replaced with a new small flexnav delivery system. The loading tube was able to pass through the valve capsule. The 25mm navitor transcatheter aortic valve was successfully implanted. It was noted post-implant that the upper segment of the valve capsule felt rough and may have been damaged by the calcification upon insertion or removal of the patient anatomy. There were no adverse effects to the patient. The patient status was stable. No additional information was provided.

Manufacturer narrative:
An event of valve under expansion and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a hard and calcified native valve, and a pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. During the first deployment, the navitor valve was noted to be poorly dilated. It was observed that the entire valve was flat and a non-even expansion. The delivery system was removed from the patient, and a second pre-bav was conducted. The valve was unable to be loaded into the original delivery system, so it was loaded into a new delivery system, and the procedure was completed successfully. Based on available information, the reported valve underexpansion appears to be related to a combination of patient condition (calcified valve) and procedural conditions (insufficent pre-bav). The reported improper or incorrect procedure or method is related to the user re-sheathing the valve more than twice. This deviation does not appear to have contributed to the reported issues. Therefore, a letter will not be requested to the account.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The perimeter of the annulus was measured at 73.3mm. The effective orifice area was measured at 410mm^2. The diameter of the annulus was measured at 23.2mm. Heparin was administered during procedure. During the procedure a percutaneous balloon aortic valvuloplasty (pbav) was conducted using a 20mm non-abbott device. An additional 2ml of heparin were administered. It was noted that the native valve was hard and calcified. During the first deployment, the navitor valve was noted to be poorly dilated. It was observed that the entire valve was flat and a non-even expansion. The delivery system was removed from the patient, and a second pbav was conducted using a 22mm non-abbott balloon. An additional 1ml of heparin was administered. The delivery system was inspected for any abnormalities or damage. None were detected, so the same delivery system was prepared. During device preparation, it was observed that the loading tube was unable to advance through the valve capsule of the delivery system. The delivery system was replaced with a new small flexnav delivery system. The loading tube was able to pass through the valve capsule. The same 25mm navitor transcatheter aortic valve was successfully implanted. It was noted post-implant that the upper segment of the valve capsule felt rough and may have been damaged by the calcification upon insertion or removal of the patient anatomy. There were no adverse effects to the patient. The patient status was stable.